Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient experienced a loss of stimulation on (B)(6) 2017. The patient reported that their ins was at ¼ battery. The patient was able to connect to the ins with their ins recharger and got full coupling. The patient planned on charging the ins to full. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.